Event description:
A medwatch report was completed and forwarded to us from the user facility which alleges a deficiency in the combiset bloodline. Reportedly, a hemoclip was placed by staff and during the treatment the pt "was easily able to disconnect himself". It has been learned that the pt at times does have an altered mental status and does have dementia. There is no sample being returned for evaluation, therefore, it is not known if the device contributed to the event or if the incident was due to the patient's mental status at that time. Additional information from the user facility report: pt removed hemaclip device from catheter connection enabling him to undo catheter. Pt loss 100cc blood from disconnection. While trying to get pt reconnected and safe the combiset lines clotted causing pt to lose another 300cc blood. Pt was taken to ER for evaluation. Hgb level drawn at ER was 11.5. Pt was not admitted.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during device history lot review: lot meets all released criteria. Sample analysis: no sample has been received for an evaluation. Fmc na will continue to monitor trend and defects per current procedure. Since this complaint was not confirmed, no corrective action is documented relating to this complaint. Also, the user is cautioned to ensure all connections are secure before use and for the pt to be monitored regularly during use. Also, the user is cautioned to ensure visibility of the bloodline connection to catheter during use at all times. It is of the belief of fmc na that this event is possibly related more to use error of this device or solely due to the patient's decreased mental capacity, rather than the fault of the bloodline. Additional information from the user facility report: fresenius hemaclip bloodline connector clip. Hemosafe clip. Lot#: 8kr247, exp date: 10/01/2009.